Event description:
It was reported that a patient had their system removed due to an infection. It was stated that the device was infected "due to patient hygiene and smoking". It was reported that the device was going to be replaced at a future date. "Prophylactic replacement" was reported.

Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that a culture was done but the results could not be accessed. It was noted that the patient's system was explanted and they were not planning to replace the system, due to the patient's hygiene and smoking.